Manufacturer narrative:
There was no remote electronic connection method with the customer instrument, so immucor technical support received scanned document emails of the test well image report in question, which showed it as visually weakly positive. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. An immucor employee was at the customer site to report the event on behalf of the customer.

Event description:
On (B)(6) 2017 an immucor employee visiting a customer site, reported on behalf of the customer site an unexpectedly negative antibody screen when tested on a galileo echo instrument on (B)(6) 2017.